Event description:
The adverse event of a bilateral pontine infarct occurring two days after stent deployment and complicated by possible mycotic aneurysm was captured through a case study discussed in a neurology article. The pt presented for the stent procedure two weeks post motor vehicle accident (mva) to repair a basilar artery dissection and pseudoaneurysm. A lumbar laminectomy had been performed four months prior to the mva. The stent procedure was unremarkable. Two days post procedure, the pt developed sudden onset of left hemiparesis and dysarthria. This was confirmed by MRI as an evolving bilateral pontine infarct. A ventriculostomy was placed. The pt developed fever and altered mental status two days post infarct. Lab work-up was negative. MRI revealed the stent patent, but demonstrated stent enhancement. The stent enhancement, elevated csf (cerebrospinal fluid) protein level, and clinical symptoms were suggestive of infection. The pt failed antibiotic therapy but responded to antifungal therapy. The article does not suggest the cause of the fungal infection is related to the stent. It does suggest that a pt with a potential mycotic aneurysm should have careful consideration prior to treatment. Based on the info to date and clinical review, only the bilateral pontine infarct should be considered as a procedure related serious injury.

Manufacturer narrative:
Initial reporter: this event was reported by an employee of the MFR through review of their personal subscription to an online medical journal. Other (no malfunction was alleged on the device in question). Original article available online at www.sciencedirect.com; article titled: "basilar artery dissection treated by neuroform stenting: fungal stent infection".